Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there were a delaminated downstream occlusion seal and a buckled upstream occlusion seal. A visual inspection was performed and the reported issue was confirmed. The probable cause of the reported issue was due to normal wear. As a result, the downstream/upstream occlusion seals were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. No anomalies were noted. The device was visually inspected. A downstream occlusion (dso) seal delamination and upstream occlusion (uso) seal buckling was noted. Functional testing was performed. The allegation made by the complainant was confirmed. The probable root cause of the reported issue is normal wear. The dso and uso seal was replaced. The device passed all functional testing after repair. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the device had a ripped and bubbled downstream occlusion (dso) seal during testing. There was no patient involvement and no harm/adverse event reported.